Event description:
The customer reported via phone call that she had a sensor that broke inside the serter, and a sensor that broke after she inserted it. The customer also reported that the sensors were not communicating well with the transmitter. Blood glucose level was 300 mg/dl at the time of the incident. The customer was advised that the sensors would be replaced and agreed to return them for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis 1 opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.